Event description:
Information received by medtronic indicated that the insulin pump was not turning on after replacing the battery and customer was unable to remove the battery cap. The customer stated that they tried to remove battery cap via knife and they were able to successfully remove. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.